Manufacturer narrative:
Upon visual inspection, an evidence of the fractured abutment screw was observed inside of the implant. The top portion of the fractured screw was discarded. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that abutment screw fractured in implant. Dentist was unable to retrieve the abutment screw at which time it was decided that the implant had to be removed via trephine. Site was grafted and another implant will be placed after healing.